Event description:
Reporter indicated a dell x50 vns computer screen was not advancing past the "align screen" prompt. Performing a hard reset did not resolve the issue. All attempts for return of the computer have been unsuccessful to date.

Event description:
The computer and flashcard were returned for analysis on (B)(4) 2012 with paperwork indicating the computer was "not working". An analysis was performed on the returned computer and it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.